Event description:
During priming of the heart lung system for a cardiopulmonary bypass surgery, it was observed that the roller pump accelerated from 10 rpm to 1000 rpm instantaneously. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.